Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the locking compression plate (lcp) superior anterior clavicle plate with extensions cracked. When trying to bend the plate with the clavicle-plate bending instrument, the bending resulted in a crack in the plate. A locking low-profile reconstruction plate was used to complete the procedure. It was unknown if there was a surgical delay. There was no patient consequence. Concomitant devices reported: clavicle-plate bending instrument (part #: 329.291, lot #: unknown, quantity: 1). This report is for one (1) 3.5mm ti lcp sup ant clavicle plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary investigation site: cq zuchwil, selected flow: 5. Broken . Visual inspection: the lcp sup-ant. Clav-plate is cracked as complained. On the plate surface there are dents and scratches visible, most probably from the bending instruments. Dimensional inspection: not required per selected investigation flow as root cause is use related. Drawing/specification review: not required per selected investigation flow as root cause is use related. Material review: the certificate of the raw material was reviewed during the performed device history review and meet specification. The lcp sup-ant. Clav-plate is made from titanium alloy (ti al6 nb7). Summary: the complaint condition is confirmed as the lcp sup-ant. Clav-plate is cracked. This production lot was manufactured in april 2017 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformity reported. The investigation found no manufacturing related issues that would have contributed to this complaint condition and we are not aware of any other complaints for this article- and lot combination. The given information indicates that the plate cracked during bending; as no manufacturing related deficiency was found it can be concluded that the plate failed due to a mechanical overloading. Important note: titanium implants should never be bent for- and backwards, notched, or scratched. Such manipulations can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history : lot part# 04.112.008, lot# h342912, mfg date: 21 april 2017, mfg location: elmira synthes USA, expiration date: n/a, noted non-conformance's: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcp sup ant clavicle product was processed through the normal manufacturing and inspection operations with no rework nor non-conformance's noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review - this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis.